Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm on event date. The diameter of the proximal non-aneurysmal aortic neck measured 25 mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 181 mm. The aneurysm neck and aortic bifurcation were angulated. The right iliac artery was accessed. It was reported that the stent graft slipped down 1-1.5 cm while pulling back the runners. Due to the tortuosity of the aneurysm, the physician thought that the stent graft would slip; however, the stent graft slipped more than the physician anticipated. It was reported that the physician placed a 28 mm diameter x 3.75 cm length aortic cuff. However, because the contralateral limb was placed slightly above the flow divider of the bifurcated stent graft, the aortic cuff would not fully deploy. The aortic cuff deviated to the ipsilateral side almost creating an aorto-uni-iliac. It is reported that the physician had to create a pathway between/around the flow divider. The physician used a 16 french sheath to advance the aortic cuff upward until a glide wire could be advanced into the ipsilateral side from the contralateral side. A guide catheter was placed over the glide wire and then an amplatz wire was advanced up to contralateral side into the thoracic. A 25 mm angioplasty balloon was used to move the cuff over the top of the stent graft that was extended past the flow divider. It is reported that the procedure was completed without any adverse clinical issues for the pt. A successful outcome with exclusion of the aneurysm was achieved.